Event description:
It was reported that an ilet user forgot to announce a meal, experienced elevated glucose, called for guidance during the first week of ilet use, and subsequently announced the meal within 20 minutes while on the call; the continuous glucose reading was 186 mg/dl and trending stable, with a highest reported glucose of 219 mg/dl, and no device alerts were reported. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and stabilization of glucose after the meal announcement and automated insulin dosing. Investigation included customer education on missed meal announcement management and review of device behavior. Investigation of this case revealed no device malfunction or component failure and indicated user-related operational difficulty consistent with a missed/ delayed meal announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.